Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10114 (et tube, cf, 7.0) for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed to attempt to inflate and deflate the cuff. It was found that the balloon cuff was unable to inflate. The et tube was submerged under water and an attempt to inflate was made to detect any leaks. Upon injection, it was found that the et tube leaked from the cuff. Microscopic examination of the cuff revealed that there was a cut in balloon cuff that prevented it from inflating. No other defects or anomalies were observed. The reported complaint of "leaking of the device" was confirmed based upon the sample received. The returned et tube was found to have a cut in the cuff which prevented it from being able to stay inflated. A DHR review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing; therefore, it is unlikely that this type of damage was present at the time of manufacturing. Based upon the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the cuff was checked prior to use and no problems were present. The endotracheal tube was inserted and an air leak was confirmed during use. The tube was removed. The patient's condition is reported as fine. No medical intervention was necessary.

Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Thirteen samples were taken from the current production, the samples were inspected according to the quality procedure qip- (B)(4) "verify that the cuffs are inflated after 4 hours", and issue reported "leaking of the device" was not observed in the current manufacturing process. The device history record investigation for the reported lot number did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the device sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the cuff was checked prior to use and no problems were present. The endotracheal tube was inserted and an air leak was confirmed during use. The tube was removed. The patient's condition is reported as fine. No medical intervention was necessary.